Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that her daughter in law tested on her aviva meter and had a reading of about 400 mg/dl then tested again on the same meter and had a reading of about 120 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.